Event description:
The customer reported a radiation bypass collimator issue. No pt injury was reported.

Manufacturer narrative:
X-ray can bypass fixed shielding lead mounted on collimator. Shielding not effective.